Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a stone extraction procedure, the user tested the function of an ncircle tipless stone extractor prior to patient contact, and found that the basket would not open/close. It was discovered that the llc (luer lock connector) was loose. The llc was tightened, and the device functioned properly. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Additionally, the fitting is specifically inspected to be securely tightened during quality control inspections. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file and quality control documents provides evidence to support that the device was manufactured to specification. The instructions for use (IFU) does not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the luer-lock connector (llc) being loose could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone extraction procedure, the user tested the function of an ncircle tipless stone extractor prior to patient contact, and found that the basket would not open/close. It was discovered that the llc (luer lock connector) was loose. The llc was tightened, and the device functioned properly. The patient did not experience any adverse effects due to this occurrence.